Event description:
It was reported that during use of ht70 ventilator, an operation failure alarm was generated. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Additional information was received that the service engineer (se) could not duplicate the reported issue. The se replaced the mainboard as a precaution and the device was return to use. If information is provided in the future, a supplemental report will be issued.